Event description:
The implanting surgeon reported that upon pre-implant inspection, the cryopreserved aortic valve homograft possessed a significant amount of plaque inside the conduit and the leaflets appeared stiff and thickened. The surgeon elected to implant the aortic homograft. Immediately post-implantation an echocardiogram was performed which reportedly indicated the valve was "insufficient". The aortic homograft was explanted and replaced with a hancock ii valve.